Event description:
According to available information, this device required replacement due to a tubing leak at the cylinder strain relief. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak at the cylinder strain relief. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump this is a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with both cylinder 1 and cylinder 2. Separation was noted on the inlet tube of the reservoir near the connector. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. Surface abrasion was also noted on the inlet tube of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing. In addition, this may also have caused the inlet tube of to be kinked onto itself for a period of time, resulting in a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. The separation noted at the cylinder strain relief on the information received could not be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.